Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was 3 mmol/l. Customer also reported that the self test did not pass with insulin pump error. Customer stated that the cleared alarm and did the self test again and the error showed up again. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Customer stated that the fill cannula was recorded in daily history. Customer stated that they perform a self test and the test did not pass and insulin pump shows error occurred twice even after 1st occurrence was cleared. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Hardware low-level failures confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No motor error alarms noted during testing and was not found in the formatted history file. Motor error not confirmed. (B)(4).